Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ damage to transition tube.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that today, they were going to the bathroom and when they got up ¿it felt like the pump moved, like it was ripping out of their skin and like it was burning and moving.¿ the patient stated that they had not had any falls or trauma but now they were trying to bolus, and they were not able to connect to the pump. The patient service¿s agent had the patient try to connect with the handset and communicator and they were getting no pump found. The agent also had the patient do a restart of both external devices which did not resolve the issue. While on the call, the patient was able to get to the myptm app and the handset was at 83%; the communicator was charged to 93%, and the patient confirmed the communicator was not plugged into the charging cord. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department and the patient was redirected to their healthcare provider to further address the "pump moved" issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient reported that, when sitting down, the pump would cause discomfort and asked if it could be moved up a little higher. Per the patient, the pump "flips and turns inside me". During surgery on (B)(6) 2024 the doctor successfully aspirated the catheter, however, upon inspection, saw that the integrity of the outer layer of the pump segment was "questionably compromised" and requested to prophylactically replace the pump segment. The doctor sutured the pump higher in the pocket as requested by the patient. No previous interventions/actions were taken prior to this. Environmental, external, or patient factors that may have led or contributed to the is sue were not applicable. No diagnostics/troubleshooting were performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The pump was used to deliver unknown morphine 20mg/ml at 1.302mg/day. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: ubd: 2022-07-01 UDI#: (B)(4) product type catheter h3: catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.